Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would go shut off when pressing b button. The customer's blood glucose was 324 mg/dl at the time of incident. The customer also reported that they received no delivery alarm which was resolved by a complete set change including the reservoir. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display when pressing act button due to open lcd driver on lcd board. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly and excessive no delivery alarm due to blank display. The insulin pump had minor scratches on display window.